Event description:
It was reported that the footplate was broken on the front riggings of the (B)(4) wheelchair. Dealer stated the chairs are used at disney world as rentals and he believes the issue is due to inappropriate use by consumers.